Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this device was treated due to infection. After antibiotics there was no further signs or symptoms of infection. No additional adverse patient effects were reported.